Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Literature citation: ponamgi, s., sharma, a., & haddad, t. M. (2021). Left circumflex coronary artery and left atrial appendage fistula: an unusual complication of watchman device. Journal of the american college of cardiology, 77(18_supplement_1), 2427.

Event description:
Reported via journal article it was reported that there was a fistula. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient presented to the hospital with decompensated heart failure and mildly elevated troponin levels. The patient was refereed for right and left heart catheterization. During a coronary angiogram it was noted that the patient had a fistula present between the coronary artery and the laa. The patient underwent coronary artery bypass grafts to treat the coronary artery disease. No action was taken to repair the fistula present as it was not hemodynamically significant. The patient was discharged home one week later in stable condition.